Manufacturer narrative:
Concomitant medical devices: dtba1d1 crtd, implanted: (B)(6) 2014; 419388 lead, implanted: (B)(6) 2005.

Event description:
It was reported that a systemic infection occurred. The patient's cardiac resynchronization therapy defibrillator (crt-d) system was explanted and antibiotic treatment was administered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.